Event description:
When performing a pci procedure the doctor tried multiple times to advance a guidewire through an introducer needle. He then had difficulty retracting the guidewire. As he pulled the needle/guidewire out, a piece of wire was left in the pt. The doctor believes the needle cut the guidewire, while he was trying to pull the guidewire out. The doctor elected not to remove the guidewire segment, and instead, will monitor the pt for complications. He believes the segment is in the tract and not in the vessel.

Manufacturer narrative:
The complainant is returned the device to merit. A follow-up report will be submitted when the evaluation is complete.